Event description:
The following was reported to gore: on (B)(6) 2024, a dialysis shunt was created in the right upper arm using gore® propaten® vascular graft. The patient had a large varicose veins in the right upper arm and a treatment, detailed unknown, was performed to the varicose veins, and then, the dialysis shunt was created with avoiding that treated part. On an unknown date in (B)(6) 2024 (about one week later after the initial procedure), a seroma was observed about 4 cm near the anastomosis of the vein side of the graft. The outer of the graft, about 1/3, infiltrated tissue and adhered, but remaining about 2/3 became translucent and communicated for fluid. A tachosil was put to cover the seroma. It seemed that exudation stopped. Several days later, the seroma was confirmed again. An exudate was drained every day. The patient was in the situation like if drain was not performed, the arm became swollen. The physician is planned to perform a partial graft replacement for the seroma occurring site. On (B)(6) 2024, the partial graft replacement was performed. The patient tolerated the procedure.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B3: the actual event date is unknown, therefore (B)(6)2024 is used as the event date. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code d12: according to the gore® propaten® vascular graft instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to: perigraft seroma. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: added code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Correction: h3: code "other" was selected as the medical device remains implanted. Return not possible.